Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ general pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("severe constipation"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe, lower abdominal pain when not menstruating/ pain in her lower abdominal area"), abdominal pain ("severe abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), rash ("topical rashes"), pruritus ("itching"), headache ("headaches"), weight fluctuation ("weight fluctuations"), arthralgia ("general hip pain"), uterine pain ("general uterine pain"), fatigue ("increase in fatigue"), pain ("walking has become painful") and bladder pain ("her bladder, when full, has become more painful"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, constipation, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, rash, pruritus, headache, weight fluctuation, arthralgia, uterine pain, fibromyalgia, neuropathy peripheral, fatigue, pain and bladder pain was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder pain, constipation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, neuropathy peripheral, pain, pelvic pain, pruritus, rash, uterine pain and weight fluctuation to be related to essure. The reporter commented: she suffers from severe constipation and, as a result, she has to closely monitor and restrict her meals. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ general pelvic pain") and endometrial ablation ("ablation") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, gravida ii, parity 1 (B)(6) 1992)), gastroesophageal reflux disease, asthma, arthritis, anxiety, cesarean section and carpal tunnel syndrome. Denies fevers, constipation, diarrhea, and dysuria. Previously administered products included for an unreported indication: penicillin and ibuprofen. Past adverse reactions to the above products included nausea with ibuprofen; and urticaria with penicillin. Concurrent conditions included depression, flank pain and constipation. Family history included diabetes (mother) and stroke (maternal grandmother). Concomitant products included gabapentin (neurontin) and vicodin since 2009 for pain as well as alprazolam (xanax) since 2009 and axotal (esgic) since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations/weight gain/ loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dyspareunia ("pain during intercourse"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced constipation ("severe constipation"), pain in extremity ("arm pain"), arthralgia ("general hip pain"), pain ("walking has become painful"), bladder pain ("her bladder, when full, has become more painful"), flank pain ("flank pain"), fatigue ("increase in fatigue"), dysmenorrhoea ("severe menstrual pain"), the first episode of abdominal pain lower ("severe, lower abdominal pain when not menstruating/ pain in her lower abdominal area"), the second episode of abdominal pain lower ("severe abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), uterine pain ("general uterine pain"), rash ("topical rashes"), pruritus ("itching"), nerve injury ("nerve damage") and weight increased ("weight gain"). The patient was treated with sertraline (zoloft) and surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, neuropathy peripheral, weight fluctuation, fibromyalgia, constipation, arthralgia, pain, bladder pain, fatigue, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of abdominal pain lower, back pain, uterine pain, rash, pruritus and dyspareunia was resolving and the pain in extremity, flank pain, migraine, nerve injury and weight increased outcome was unknown. The reporter considered arthralgia, back pain, bladder pain, constipation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fibromyalgia, flank pain, headache, menorrhagia, migraine, nerve injury, neuropathy peripheral, pain, pain in extremity, pelvic pain, pruritus, rash, uterine pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: she suffers from severe constipation and, as a result, she has to closely monitor and restrict her meals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain,dyspareunia,dysmenorrhea,fibromyalgia" most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event weight gain & nerve injury was added. Patient, product & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ general pelvic pain") and endometrial ablation ("ablation") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, gravida ii, parity 1 (((B)(6) 1992)), gastroesophageal reflux disease, asthma, arthritis, anxiety, cesarean section and carpal tunnel syndrome. Denies fevers, constipation, diarrhea, and dysuria. Previously administered products included for an unreported indication: penicillin and ibuprofen. Past adverse reactions to the above products included nausea with ibuprofen; and urticaria with penicillin. Concurrent conditions included depression, flank pain and constipation. Family history included diabetes (mother) and stroke (maternal grandmother). Concomitant products included gabapentin (neurontin) and hydrocodone bitartrate;paracetamol (vicodin) since 2009 for pain as well as alprazolam (xanax) since 2009 and butalbital;caffeine;paracetamol (esgic) since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent endometrial ablation (seriousness criterion medically significant), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations/weight gain/ loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced constipation ("severe constipation"), pain in extremity ("arm pain"), arthralgia ("general hip pain"), pain ("walking has become painful"), bladder pain ("her bladder, when full, has become more painful"), flank pain ("flank pain"), fatigue ("increase in fatigue"), dysmenorrhoea ("severe menstrual pain"), the first episode of abdominal pain lower ("severe, lower abdominal pain when not menstruating/ pain in her lower abdominal area"), the second episode of abdominal pain lower ("severe abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), uterine pain ("general uterine pain"), rash ("topical rashes"), pruritus ("itching"), nerve injury ("nerve damage") and scar ("scar tissue"). The patient was treated with gabapentin (neurontin), sertraline hydrochloride (zoloft) and surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, weight fluctuation, fibromyalgia, constipation, arthralgia, pain, bladder pain, fatigue, headache, dysmenorrhoea, the last episode of abdominal pain lower, back pain, uterine pain, rash, pruritus, dyspareunia and weight increased was resolving, the pain in extremity, flank pain, migraine, nerve injury and scar outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered arthralgia, back pain, bladder pain, constipation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fibromyalgia, flank pain, headache, menorrhagia, migraine, nerve injury, neuropathy peripheral, pain, pain in extremity, pelvic pain, pruritus, rash, scar, uterine pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: she suffers from severe constipation and, as a result, she has to closely monitor and restrict her meals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain,dyspareunia,dysmenorrhea,fibromyalgia" most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Outcomes of events abnormal bleeding, vaginal hemorrhage, menorrhagia, weight gain outcomes updated. Event scar tissue added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ general pelvic pain") and endometrial ablation ("ablation") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, gravida ii and parity 1 (B)(6) 1992). Concurrent conditions included depression. Concomitant products included gabapentin (neurontin) and vicodin since 2009 for pain as well as alprazolam (xanax) since 2009 and axotal (esgic) since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations/weight gain/ loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced constipation ("severe constipation"), pain in extremity ("arm pain"), arthralgia ("general hip pain"), pain ("walking has become painful"), bladder pain ("her bladder, when full, has become more painful"), flank pain ("flank pain"), fatigue ("increase in fatigue"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe, lower abdominal pain when not menstruating/ pain in her lower abdominal area"), abdominal pain ("severe abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), uterine pain ("general uterine pain"), rash ("topical rashes"), pruritus ("itching") and dyspareunia ("pain during intercourse"). The patient was treated with sertraline (zoloft) and surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, weight fluctuation, fibromyalgia, constipation, arthralgia, pain, bladder pain, fatigue, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, uterine pain, rash, pruritus and dyspareunia was resolving and the pain in extremity, flank pain and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder pain, constipation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fibromyalgia, flank pain, headache, menorrhagia, migraine, neuropathy peripheral, pain, pain in extremity, pelvic pain, pruritus, rash, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she suffers from severe constipation and, as a result, she has to closely monitor and restrict her meals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Reporters added. Events added from pfs - vaginal bleeding, menorrhagia, painful sexual intercourse, ablation, migraines, uterine pain, flank pain and arm pain. Historical condition added. Event weight gain, weight loss were clubbed with previous event. Concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ general pelvic pain") and endometrial ablation ("ablation") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, gravida ii, parity 1 (((B)(6) 1992)), gastroesophageal reflux disease, asthma, arthritis, anxiety, cesarean section and carpal tunnel syndrome. Denies fevers, constipation, diarrhea, and dysuria. Previously administered products included for an unreported indication: penicillin and ibuprofen. Past adverse reactions to the above products included nausea with ibuprofen; and urticaria with penicillin. Concurrent conditions included depression, flank pain and constipation. Family history included diabetes (mother) and stroke (maternal grandmother). Concomitant products included gabapentin (neurontin) and vicodin since 2009 for pain as well as alprazolam (xanax) since 2009 and axotal (esgic) since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations/weight gain/ loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced constipation ("severe constipation"), pain in extremity ("arm pain"), arthralgia ("general hip pain"), pain ("walking has become painful"), bladder pain ("her bladder, when full, has become more painful"), flank pain ("flank pain"), fatigue ("increase in fatigue"), dysmenorrhoea ("severe menstrual pain"), the first episode of abdominal pain lower ("severe, lower abdominal pain when not menstruating/ pain in her lower abdominal area"), the second episode of abdominal pain lower ("severe abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), uterine pain ("general uterine pain"), rash ("topical rashes"), pruritus ("itching") and dyspareunia ("pain during intercourse"). The patient was treated with sertraline (zoloft) and surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, weight fluctuation, fibromyalgia, constipation, arthralgia, pain, bladder pain, fatigue, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of abdominal pain lower, back pain, uterine pain, rash, pruritus and dyspareunia was resolving and the pain in extremity, flank pain and migraine outcome was unknown. The reporter considered arthralgia, back pain, bladder pain, constipation, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fibromyalgia, flank pain, headache, menorrhagia, migraine, neuropathy peripheral, pain, pain in extremity, pelvic pain, pruritus, rash, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: she suffers from severe constipation and, as a result, she has to closely monitor and restrict her meals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain,dyspareunia,dysmenorrhea,fibromyalgia" most recent follow-up information incorporated above includes: on (B)(6) 2018: case became medically confirm. Historical and concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.